Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter was displaying an "error 4" message during testing. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged error message began to appear on (B)(6) 2015. The reporter stated that 10-20 minutes prior to the error message appearing, the patient developed symptoms of "dizziness, shortness of breath and weakness." Despite not being able to test her blood glucose, the reporter claimed the patient sat down and relaxed then felt better. The reporter denied the patient received medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and the confirmed the correct testing process was being followed. The csr noted the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient was already symptomatic prior to obtaining the error message; therefore, the meter issue did not contribute to the onset of symptoms. However, this complaint is being reported as a malfunction because the error message remained unresolved at the time of troubleshooting.